Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: red particles on the shell and the gel, one opening curved on the anterior, underweight and crease fold. A microscopic analysis was performed which identified: one striated opening on the anterior, broken crease smooth on the radius, smooth broken on the radius, broken sharp on the radius and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool. Broken crease smooth on the radius due to fold flaw opening. A smooth broken due to smooth opening. Sharp broken on the radius assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.